Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was not returned. The batch number was unknown therefore a batch review was not done. The root cause was undetermined.

Event description:
A renal supervisor reported to baxter (B)(4) that the connector bent when it is inserted into saline solution bag used for priming. It bent and air got into the lines. There wasn't patient involvement and this occurred during priming.